Event description:
It was reported that 1 bd pen ndl 32g 4mm was too long. The following information was provided by the initial reporter : the consumer reported that the needle feels longer and looks longer than previous. Date of event (B)(6) 2021.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 5/24/2021. H.6. Investigation: customer returned (5) sealed 32gx4mm bd pen needles from lot# 9259247. Consumer reported feels the needle is longer looking than the 2nd gen. All 5 returned samples were examined, then tested to determine patient end cannula length (specs for 4mm cannula length: 0.109¿-0.203¿), and the following was observed: data: pe cannula length (inches) sample 1, 0.165. Sample 2, 0.164. Sample 3, 0.167. Sample 4, 0.165. Sample 5, 0.167. All 5 pen needles measured within specification. No defects were observed. Pen needle DHR batch 9259247 was reviewed. The batch number was built with pen needle assembly line in june 2019. Review of the DHR revealed all required challenges samples and testing was performed per specification in accordance with the in-process sampling plans. No quality notification was raised on past 12 months on similar non-conformance. Root cause cannot be determined at this time as the issue is unconfirmed.

Manufacturer narrative:
A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd pen ndl 32g 4mm was too long. The following information was provided by the initial reporter : the consumer reported that the needle feels longer and looks longer than previous. Date of event (B)(6) 2021.